Event description:
On 04/26/2025, a sales representative reported via email that an ar-1322bcst 2.4 single loaded suturetape pulled out during a lateral ankle procedure on (B)(6) 2025. No part of the implant stayed in the patient, and a backup was available to complete the case without a delay. This occurred during use, with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or misaligned insertion.